Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Media was reviewed, it was observed that there were some white marks, spots in the catheter handle. No further nor additional product analysis could be performed since the device did not return for analysis.

Event description:
It was reported that during preparations for a farapulse pulmonary vein isolation procedure, a farawave catheter was found to have a foreign material, suspected to be adhesive, on the handle. The packaging and sterile seal were undamaged. The physician decided to use the catheter to complete the procedure despite the observed foreign material. No patient complications were reported. The device was discarded and is not expected to be returned. An image was returned for review.

Event description:
It was reported that during preparations for a farapulse pulmonary vein isolation procedure, a farawave catheter was found to have a foreign material, suspected to be adhesive, on the handle. The packaging and sterile seal were undamaged. The physician decided to use the catheter to complete the procedure despite the observed foreign material. No patient complications were reported. The device was discarded and is not expected to be returned. An image was returned for review.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.